Event description:
The Permanent Cautery Hook instrument was returned for analysis without a reported complaint. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive Surgical, Inc. (ISI) did receive a Permanent Cautery Hook (PCH) to perform failure analysis. The PCH instrument was analyzed and found to have a broken conductor wire at the yaw pulley and thermal damage under the conductor wire cap. During the investigation, failure analysis cut off the ear of the distal clevis in order to confirm the break in the wire. The PCH instrument failed the electrical continuity test. Thermal damaged was observed on the yaw pulley, conductor wire cap, and distal clevis ear. Also, the PCH was found to have thermal damage on the monopolar yaw pulley at the cable routing and the lower part of the yaw pulley. Material appears to have burnt off from the charring that occurred near the cable routing. Potential fragments may be detached. The conductor wire was observed to be broken. The PCH instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The PCH instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The PCH instrument was found to have thermal damage on both distal clevis ears. The instrument was found to have localized melting near the yaw pulley and distal clevis ears. The ears were still intact. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.